Manufacturer narrative:
According to the facility on (B)(6) 2023 the foley catheter balloon was noted to be leaking. Per the facility the catheter was removed from the patient and a new foley catheter was placed. Sample requested to be returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 the foley catheter balloon was noted to be leaking.